Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual examination of the connector noted no anomalies. During analysis, the device was interrogated and showed that the gray bar had recovered. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported prior to the implant procedure that interrogation of the implantable cardioverter defibrillator (ICD) revealed the battery grey bar that did not clear after four days inside at room temperature. The ICD was not used. There was no patient involvement.